Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument, the field service engineer determined that the cause for the low sodium results was that the integrated multisensor technology (imt) probe was out of alignment. The fse realigned the imt probe. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Customer reported that low sodium patient results were generated by the dimension rxl max with hm system. The initial results were below the laboratory's normal range of 132-148 mmol/l. The results were reported out of the laboratory. There were no changes to the patients care or treatment. The samples were retested. There were no reports of adverse health consequences or known patient intervention due to the discordant result.